Event description:
International customer reports a needle broke during a laparoscopic appendectomy. The pt was returned to surgery five days later for fragment excision.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been rec'd, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.